Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of ¿the plastic covering/insulation has melted/charred¿. The instrument was found to have thermal damage on the monopolar yaw pulley and distal clevis. One side of the distal clevis was cut in¿house to inspect for arcing. No damage was found at the weld. The electrical continuity test also passed. In addition, the instrument was found to have a dislodged ceramic sleeve. No missing material was noted. No thermal damage was observed at the ceramic sleeve. System log investigation: a review of the instrument log for the permanent cautery hook (part #420183/lot#n10190219/sequence#(B)(4)) associated with this event has been performed. Per logs, the permanent cautery hook was last used on (B)(6) 2020 on system # sh1348. The alleged event occurred on the 9th use of the instrument and has 1 live remaining. No image or video clip for the reported event was submitted for review. No other complaints related to this event have been reported. Based on the information provided at this time, this complaint is being reported because during a da vinci-assisted surgical procedure, melting/charring was seen on the permanent cautery hook instrument. Although no patient harm, adverse outcome or injury was reported, if the malfunction were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date is not applicable. Implant date is blank because the product is not implantable.

Event description:
It was reported that during central processing, melting/charring was noted on the permanent cautery hook instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the instrument was last used on (B)(6) 2020. The instrument and the cannula were inspected prior to use, however, a pin gage was not used to inspect the cannula. No damage to the instrument or arcing was noted during the procedure. The surgeon was performing a robotic-assisted laparoscopic cholecystectomy when the issue was identified. The instrument was in use for about 10-15 minutes with valley lab electrosurgical unit (esu) with settings of cut-40 and coag-40, and monopolar energy. In addition to the permanent cautery hook, the surgeon was using prograsp forceps, maryland bipolar forceps, and two large clip appliers. The instrument was not removed prior to the issue being noticed. Upon removal of the inurement, the wrist was straightened and it did not collide with any other instruments. There was no injury to the patient due to melting/charring of the instrument. The issue was identified at the end of the procedure, after the instrument was removed. The incident did not affect the procedure outcome. No patient information was available.